Event description:
Account states drain was placed after surgical procedure; two days later, drain was being removed by the resident and attending physician. Drain broke where the white and clear end meet. Pt required second surgical procedure for removal of the retained portion.